Manufacturer narrative:
Tracking #.48867. Ees #.980508/j. Endopath endoscopic multifeed stapler: based upon inquiry information received, visual examination and functional test it was concluded that the reported event occurred due to a yielded nose. No conclusion could be reached if the twisted staples caused the nose weld to yield or if the yielded nose weld caused to the staple to become twisted in the nose.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the clips would not deliver. There was no consequence to the pt.